Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00425. It was reported the patient experienced lead migration. Reprogramming was attempted, but did not restore effective therapy. In turn, surgical intervention may occur to address the issue and explant the system.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted.